Event description:
The customer reported that the system would display a charger full error message and shutdown during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep cleaned and regreased the high voltage cable ends. The system was tested and found to be working as intended and put back in service.